Manufacturer narrative:
Olympus followed up with the user facility via telephone and in writing to obtain additional information regarding the reported event and was informed that the user facility utilizes a third party entity (ge bio med) to repair their colonoscopes. The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined; however, based on similar reports the third party repair cannot be ruled out as contributory factor. The instruction manual warns user ¿before each case, prepare and inspect this instrument as instructed below. Inspect other equipment to be used with this instrument as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, do not use it. Return it to olympus for repair. Never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the instrument may compromise patient or user safety and may result in more severe equipment damage. If any parts of the endoscope fall off inside the patient body due to equipment damage or failure, stop using the endoscope immediately and retrieve the parts in an appropriate way.¿

Event description:
Olympus was informed during a diagnostic colonoscopy procedure, the patient sustained a minor laceration to the colon wall and the distal tip of the scope detached. The user facility reported the distal tip was retrieved from the patient. It is unknown if the intended procedure was completed. The patient was admitted to the hospital for observation. The patient ¿s current condition is unknown.

Manufacturer narrative:
The scope was returned to olympus for evaluation. The evaluation was unable to confirm the reported distal end detachment. A visual inspection was performed and found no signs of the distal tip or bending section detaching; however, the bending section shape was found abnormal when the control knobs were manipulated. In addition, the insertion tube, bending section cover glue, light guide lens, and objective lens glue were found with non-olympus repairs. No signs of sharp or protruding surface on the bending section, bending section cover glue, distal end, and insertion tube. The scope was serviced and returned to the user facility. Based on the evaluation findings, the cause of the reported event is likely due to improper maintenance of the device. The instruction manual for use states, ¿this instrument does not contain any user-serviceable parts. Do not disassemble, modify, or attempt to repair it; patient or operator injury and/or equipment damage may result. Equipment that has been disassembled, repaired, altered, changed, or modified by persons other than olympus¿ own authorized service personnel is excluded from olympus¿ limited warranty and is not warranted by olympus in any manner. Before each case, prepare and inspect this instrument as instructed below. Inspect other equipment to be used with this instrument as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, return it to olympus for repair.¿